Event description:
Patient reported "no complaint against the device". Healthcare professional reported "capsular contracture in one of their breasts, baker grade 3". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3. Lab analysis: based on the product analysis performed, the assessment of the complaint is: as per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, b3, h3.

Event description:
Patient reported "no complaint against the device". Healthcare professional reported "capsular contracture in one of their breasts, baker grade 3". This record is for the right side. Device was explanted.